Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Prior to the implant procedure, the right internal iliac artery was occluded as planned. The ipsilateral leg of the rlt281416 component was also implanted on the right and was landed in the patient¿s right external iliac artery. Difficulties were reported during the attempt to cannulate the contralateral leg hole due to the patient's tortuous anatomy. After the rlt281416 device had then been constrained and rotated, successful cannulation was performed and the procedure proceeded as planned. However, during recovery, the patient was reported to have experienced ischaemia in the right leg and was taken back to the operating theatre. Post-operative angiography found the ipsilateral limb occluded and identified a tight narrowing just opposite of the flow divider. The appearances in the images suggest that during the rotation of the device, the ipsilateral stent¿s fabric had twisted ¿like a sweet wrapper¿, blocking blood flow. An attempt to remedy the situation by endovascular ballooning was unsuccessful and the decision was made to perform a femoro-femoral bypass. Prolonged hospital stay and an unrelated event involving a perforated ischaemic bowel was additionally reported. It appears that the patient has been referred to receive palliative care in the meantime.

Manufacturer narrative:
Patient code 2: added code. Gore is currently attempting to determine whether an autopsy was performed and whether that included an explant and/or examination of the device.

Event description:
The following information was reported to gore: on (B)(6) 2019, the physician reported to gore that the patient had died on (B)(6) 2019. The physician reported that bronchopneumonia, infarction of the rectum and the endovascular aortic repair were causes leading to the patient's death.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Prior to the introduction of the gore® exlcuder® device, the right internal iliac artery was occluded as planned. The aortic neck in this patient measured an average diameter of 21.9 to 21.8mm just distal to the right renal artery to 15 mm distal to the renal artery, respectively. The 28.5 mm trunk-ipsilateral limb is indicated for an aortic neck with a diameter of 24mm to 26mm. A 28.5 mm trunk-ipsilateral leg device (rlt281416) was implanted from the patients right access site. Difficulties were reported during the attempt to cannulate the contralateral leg hole due to the patient's tortuous anatomy. The gore® excluder® trunk-ipsilateral leg component rlt281416 was then constrained and rotated, successful cannulation was achieved but the patient became unstable and had swelling in the left flank. The physician presumed it was a left iliac injury. The patient stabilized when the sheath was upsized to 14fr. The trunk - ipsilateral limb was then fully deployed and another limb was deployed which landed in the right external iliac artery. The physician then found that a left external iliac artery injury with extravasation. Three stents where then placed from the trunk contralateral gate to land across the site of injury in the right external iliac artery. The left internal iliac artery was covered during this course of action. An aortic cuff was deployed to treat a type ia endoleak, the pelvis was filling from collaterals /circumflex iliacs and the procedure was ended. However, during recovery, the patient was reported to have experienced ischaemia in the right leg and was taken back to the operating theatre. Post-operative angiography found the right ipsilateral limb occluded and identified a tight narrowing just opposite of the flow divider. According to the physician, the appearances in the images suggest that during the rotation of the device during cannulation, the ipsilateral stent¿s fabric had twisted ¿like a sweet wrapper¿, blocking blood flow. An attempt to remedy the situation by endovascular ballooning was unsuccessful and intra-procedure the decision had been made to perform a femoro-femoral bypass. On (B)(6) 2019, the physician reported to gore that post-operatively, the patient experienced an inability to walk and poor renal function but made it off the itu ward. ¿about three weeks post operation¿, the patient developed a bowel perforation secondary to ischaemia due to coverage of the inferior mesenteric artery and both internal iliac arteries during the implant procedure, the patient was transferred to palliative care and reportedly expired on (B)(6) 2019. Furthermore, post mortem stated bronchopneumonia, infarction of the rectum and the endovascular aortic repair as causes leading to the death of the patient.

Manufacturer narrative:
B5: updated event description. B6: added imaging evaluation. H6, patient code 1: corrected code. H6, patient code 2: code in fu#1 report confirmed. H6, patient code 3: moved code from patient code 2 in fu#2 report to patient code 3 in this report. H6, device code 1: code in fu#1 report confirmed. H6, device code 2: replaced code in initial report h6, device code 3: code in fu#1 report no longer applies. H6, method code 2: added code. H6, method code 3: added code. H6, results code 1: added code. This is an overall results code for this incident. H6, conclusions code 1: code in fu#1 report confirmed. H6, conclusions code 2: code in fu#1 report confirmed. H6, conclusions code 3: added code. On (B)(6) 2019, gore also received the operative report of the implant procedure performed on (B)(6) 2020. The operative report states that the patient had very tortuous iliac arteries on both sides and that is was very difficult to cannulate the right internal iliac artery. The operative report states that on the left side, the 10 french was replaced as sheath access was lost. The right internal iliac artery was coiled. The operative report states that a gore® excluder® trunk-ipsilateral leg component was advanced over and an 18 fr gore dryseal sheath and that it was not possible to cannulate the contralateral leg hole of the device due to the difficult angle and the large size of the aneurysm sac. The operative report states that sheath access on the left side was lost again. The sheath was therefore replaced a second time. The operative report states that after reconstraining and repositioning the gore® excluder® trunk-ipsilateral leg component, the patient became very unstable. The patient¿s left flank was noticed to have swollen and an injury of the left iliac artery was assumed. The gore dryseal sheath was upsized to 14 fr to access the right common femoral artery. An occlusion balloon was placed from the left iliac artery but not deployed as the patient had stabilized again. The operative report states that a gore® excluder® contralateral leg component pxc121000 was deployed in the in the external iliac artery. Intra-procedure imaging showed an injury in the proximal segment of the external iliac artery with extravasation. The injury was repaired with a gore® excluder® iliac extender component and 2 gore® excluder® contralateral leg components. As significant hemoglobin drop on arterial blood gas was noticed. The operative report also states that a proximal type 1a endoleak was repaired with an additional gore® excluder® aortic extender component. The procedure concluded with sealing the injury in the left external iliac artery. The operative report states that during a second operation 4 hours later, the patient¿s right internal iliac artery was embolized as the patient had developed an acute ischemic right leg. The operative report states the finding that the ipsilateral limb of the graft appeared twisted approximately 2cm below the flow divider. It was stated that the twist was presumed to have occurred when the graft was reconstrained and rotated to facilitate the cannulation of contralateral gate hole. A fresh blood clot was noted in the right common femoral artery not caused by an injury caused by the wound closure device used. The operative report states that while some fresh thrombus was removed it was not possible to pass two different sized embolectomy catheters beyond the stent¿s flow divider and no clot was removed from beyond the flow divider. The operative report states that a wire and catheter were advanced past the flow divider via a 22 french gore dryseal sheath and intraprocedural x-ray showed a kinking of the stent ipsilateral limb distal to flow divider. The report states that the option to open the graft with a bare metal stent was considered but then abandoned due to concerns of damaging the graft material or dislodging the graft. The decision was therefore made to perform a left to right femoro-femoral bypass. On (B)(6) 2020, the physician reported to gore that an autopsy was performed on (B)(6) 2019 at (B)(6) hospital, cambridge. On august 5, 2020, gore received the post-mortem report. The post-mortem findings confirm the existence of an endovascular stent extending into both iliac arteries. The post-mortem findings confirm a small flap that was raised in the common external iliac artery pointing to poor limb perfusion but state that at post-mortem examination, the external appearance of both limbs was identical with no obvious ischaemic changes. The post-mortem findings confirm thrombosis of the left internal iliac artery system that secures blood supply to the rectum via the middle rectal arteries. There would be no collateral blood flow from the inferior mesenteric artery. This resulted in necrosis of the rectal wall and would be responsible for the patient¿s abdominal pain and episodes of sepsis, on top of which he had developed a terminal bronchopneumonia. The post-mortem report concludes that pneumonia, infarction of the rectum and the endovascular repair of the abdominal aortic aneurysm lead to the death of the patient. From the above, gore notes the following: while the images support the report of the twisted gore® excluder® trunk-ipsilateral leg component rlt281416, the operative report explains that the device appeared twisted due rotating and torqueing the device with the difficulty in cannulating the contralateral leg hole. The issue of cannulation was resolved by the physician. The post-mortem report does not make any reference to the observations of the stent¿s twisted material. The post-mortem findings also do not state the existence of a coil in the right internal iliac artery, or mentions the coverage of both internal iliac arteries with endoprostheses, or the existence of the femoro ¿ femoral bypass. From the above, it appears that the difficulty in cannulating the contralateral leg hole in the patient¿s challenging anatomy and subsequent rotating, torqueing, and repositioning attempts leading to the twisted stent material were procedure related. Having reviewed the operative report from the physician and the post-mortem results and from its own investigation, gore found no evidence of a malfunction of the gore® excluder® trunk-ipsilateral leg component rlt281416 or that a malfunction of the endoprosthesis lead to the death of the patient. Additionally, the gore® excluder® aaa endoprosthesis instructions for use (IFU) state to remove the appropriately sized gore® excluder® aaa endoprosthesis trunk-ipsilateral and contralateral leg delivery catheters from their packaging and examine for possible damage and it also provides a sizing guide for each endoprosthesis. The IFU also recommends the use of a 26mm trunk-ipsilateral leg for the aortic neck present in this case. The narrowing of the limb of the ipsilateral leg of excluder device may have been due to the larger than indicated trunk device when rotating of the gore® exlcuder® aaa endoprosthesis trunk-ipsilateral device during attempts to cannulate the gate.

Manufacturer narrative:
In initial medwatch selected for femoro-femoral bypass. Added code for leg ischemia. Corrected code. Added code for occlusion of endoprosthesis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: incomplete component deployment, occlusion of device or native vessel, and surgical conversion.